Event description:
The customer stated that the insulin pump was giving her an alarm, and she could no longer use the device. The customer's blood glucose was 534 mg/dl, and it was treated with a manual injection. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose/protruded drive support disk. The unit had cracks on the reservoir tube lip and display window, as well as a missing end cap sticker.